Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was damaged/detached. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log shows 42224 error. Functional testing found a defective dso sensor and the 42224 error, which was caused by the primary problem of a defective printed wire assembly pwa). The pwa, dso seal and dso sensor were all replaced.

Event description:
It was reported that the device did not recognize the cassette. It is unknown if there was patient involvement. No patient harm/adverse event was reported.